Event description:
A (B)(6) female pt contacted zoll customer support to report that the cables on her electrode belt appeared damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) has been confirmed. Upon eval, the cable connecting the distribution node (dn) to ECG electrode b and the cable connecting ECG electrode a and b were cut through several internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely physical abuse. In addition, the pca board inside ECG electrode b was contaminated. The source for the contamination is a hole in the electrode cover. The root cause for the contamination cannot be positively identified but is likely liquid ingress of an unk contaminant. No adverse event resulted from the damaged cable and wires or the contaminated pca board. The pt received a replacement electrode belt.